Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that tip detachment occurred. The 95% stenosed target lesion was located in the mildly tortuous and very calcified right tibial artery. A 300 cm v-14¿ controlwire® guide wire was advanced to the lesion. It was noted that the tip of the wire came off due to excessive calcium in the target lesion. The physician decided to leave the broken tip in the patient because of the vessel location and degree of stenosis which made it difficult to snare. A non bsc balloon expandable coronary stent was implanted at the location of the broken tip to hold it in place. There were no patient complications reported and the patient is doing fine.